Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that the blood tubing leaked from where the spike enters the drip chamber. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the blood tubing leaked from where the spike enters the drip chamber was confirmed. Functional testing found the set leaked at the engagement between the top of the filtered drip chamber and tubing. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the tubing as received found that blood had leaked from the top of the filtered drip chamber where the tubing connects. Closer inspection under a lab microscope observed insufficient solvent at the engagement between the tubing and the top drip chamber ports. The tubing¿s outer diameter was measured to be within specification. The root cause is due to insufficient solvent.

Event description:
The customer reported that the blood tubing leaked from where the spike enters the drip chamber. There was no patient harm.